Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Reportedly, the customer ran out of insulin and had to wait for their prescription to refill. A manual insulin injection was used to address bg. Additionally, it was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the alarms did not clear from the pump and customer reverted to manual injections for insulin therapy.